Event description:
During a lumbar fusion and laminectomy procedure, the surgeon was going to use the nu-vasive fiberoptic cable. Upon plugging the cable in to the light box, staff in the operating room noted a burning smell and some smoke coming from the connection with the light box. The cord was promptly disconnected and another was opened and used without incident. There was no injury to the patient or staff, nor did this issue result in prolongation of the surgery or length of stay for the patient. Diagnosis or reason for use: used in lumbar fusion procedure. Event abated after use stopped or dose reduced: yes.